Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended the customer swap either the user interface or power management board to isolate cause of failure. The customer replaced the keypad overlay and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit declared an alarm led failure. The device was in use at the time of the event; however, there was no patient harm.